Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl). The pump supplies and infusion site were changed as well as a manual injection delivered to address bg levels. Due to the reported occlusion alarm occurring in the past, and the supplies to the pump being changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Customer reported bg levels were decreasing.